Event description:
It was reported that this 980 ventilator did not pass the extended self test (est) with message inspiratory auto zero solenoid not operational. There was no patient involvement.

Manufacturer narrative:
Issue identified during product analysis. H3 device evaluation summary: medtronic conducted an investigation based on all information received. It was reported that this pb980 ventialtor did not pass the extended self test (est) with message inspiratory auto zero solenoid not operational. The device was available for evaluation. He service personnel (sp) inspected the ventilator and confirmed the reported issue. Based on the codes, sp replaced the inspiratory flow module(ifm) printed circuit board assembly(pcba). The unit passed all calibrations and tests per manufacturer specifications at the time of service. One ifm pcba was returned to medtronic for failure investigation. A visual inspection of the returned ifm pcba was conducted, and no faults or damages were observed. The ifm pcba was installed into test ventilator and powered up. During est, the ventilator failed circuit pressure test with "inspiratory auto zero solenoid not operational" message. After a thorough investigation, a faulty autozero solenoid (so1) on the ifm pcba was identified. Analysis also determined the ifm pcba was prior to the implementation of a change to address autozero solenoid (so1) failures. Investigation determined if so1 were to fail while in use on a patient, the ventilator response would be to enter backup ventilation (buv). The cause of the reported event was isolated to a faulty autozero solenoid (so1) on the ifm pcba. There is an existing previous internal investigation regarding this issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.